Event description:
It was reported that the customer accidentally delivered too much insulin via a bolus. The customer's blood glucose (bg) level subsequently decreased to 42 mg/dl. Customer required assistance, due to loss of consciousness, and was given coconut water by household member. Reportedly emergency medical services (ems) were called, but customer declined assistance from ems. Recommendation was made to consult with healthcare provider regarding diabetes management.